Event description:
The customer reported to beckman coulter (bec) that approximately 2 ml of fluid leaked in the manual probe area of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered a leak at the rinse block. The fse indicated the ball side on the backwash arm was sticking and not allowing the probe block to fully extend. The fse replaced the rinse block and cleaned, lubricated, and adjusted the arm resolving the leak. While onsite, the fse replaced the blood sampling valve (bsv) knob as a part of preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer quality control (qc) records. Failure mode of the leak was attributed to the rinse block and backwash arm. (B)(4).